Manufacturer narrative:
The correction of d4 version or model #, d4 catalog #, d4 serial #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous d4 version or model # ard567206995. Corrected d4 version or model # ard567206995/ard567203995. Previous d4 catalog # ard567206995. Corrected d4 catalog # ard567206995/ard567203995. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of our surgical lights ¿ prismalix. According to the photographic evidence, the cap and dust cover were missing, label was chipping off and paint was peeling off on the main tube, suspension arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by clinical engineering. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. Cap and dust cover were missing probably due to collision or a mishandling probably caused damages on these parts. The paint chip or paint damages are probably due to impacts, collisions (abnormal use). To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. According to the photographic evidence, the cap and dust cover were missing, label was chipping off and paint was peeling off on the main tube, suspension arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.